Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hundred nineteen (119) clearlink system non-dehp continu-flo solution sets had ¿blurred labeling print¿. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual devices were not available; however, photographs of two (2) the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that the ink on the label was smeared. The ink used to print the labeling is water based, therefore, it is known that contact with other liquid can cause the ink to be smeared/removed. The reported condition was verified for the two (2) photographed samples. The cause of the reported condition is the cleaning products that were used by the customer to wipe the packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One-hundred-twenty-three (123) actual samples received for evaluation. Visual inspection was performed using the naked eye which observed transfer ink in all samples and some parts were illegible. The reported condition was verified. The cause of the condition was not determined; however, this ink is water base, therefore, contact with other liquid can occasioned this failure mode. Should additional relevant information become available, a supplemental report will be submitted.